Event description:
Our parapac plu 310 transport ventilator was due for it's 6 month pm in (B)(6) of 2019. Our tech made the necessary arrangements to have the ventilator sent in and a loaner to be shipped out to us. We were fortunate to have received the loaner. The hospital could have put the hospital in a very difficult scenario if they did not offer a loaner. Our tech stayed in communication with the mfg for an eta of when the pm would be completed. However, he kept being told that they were waiting for their parts to come in. Every month my tech would follow-up and he would be told the same message. Finally, after almost 5 months, we received the pm'd ventilator. The long duration for this pm to be completed especially for a life supported device was much too long. Manufacturer response for ventilator, (brand not provided) (per site reporter): the mfg was apologetic and indicted they were doing the best they could in getting the pm completed. Availability of parts was the contributing factor for the delay.